Manufacturer narrative:
The product was returned for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this pacemaker initially exhibited an estimated remaining longevity of two years. Four months later, the device reached elective replacement time (ert). No programming changes were reportedly made. Boston scientific technical services (ts) discussed if automatic capture (ac) was turned on as it could shorten the time to ert. The device was explanted for normal battery depletion. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was elective replacement time (ert). The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared elective replacement time (ert) earlier than previously estimated.